Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion set site, set a temporary basal rate of 0%, and observed insulin exiting the end of the infusion set tubing. Additionally, the cartridge did not fit onto the pump properly. Customer's blood glucose (bg) ranged between 30s-40s(mg/dl). Although requested, the customer was unable to upload the pump data for tandem technical support to perform a review to determine a possible cause. Reportedly, the issues resolved, however, no additional information was provided.